Event description:
Boston scientific received information that, during a routine device changeout, this right atrial (ra) lead exhibited noise upon device interrogation. Subsequently, a chest x-ray revealed that the lead was completely severed. It was further reported that the lead was cut from a previous surgery. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.